Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a cartridge detection notification occurred during the load sequence. Reportedly, the cartridge was changed to address the issue. Subsequently, insulin drips were not observed to be exiting the infusion set tubing during the load fill tubing process. Reportedly, the cartridge was changed to address the issue. Additionally, it was reported that a minimum fill notification occurred after filling the cartridge with 200 units of insulin.  Reportedly, the cartridge was changed to address the issue. Customer's blood glucose was 320 mg/dl.